Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("the coil fell out") in an adult female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device expulsion, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (on unspecified date, patient underwent partial hysterectomy). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("the coil fell out") in an adult female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device expulsion, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, device expulsion were added and previously reported event pelvic pain outcome and product start date updated. Reporter, concomitant disease, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('the coil fell out') in a 23-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included endometriosis. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz 24+4). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and depression outcome was unknown and the pelvic pain was resolving. The patient died on (B)(6) 2018 and the reported cause of death was passenger in motor vehicle accident. The autopsy-determined cause of death was traumatic injury. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain , bleeding and migration concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('the coil fell out') in a 23-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included endometriosis. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz 24+4). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on 22-aug-2012. At the time of the report, the device expulsion, anxiety, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia and depression outcome was unknown and the pelvic pain was resolving. The patient died on (B)(6) 2018 and the reported cause of death was passenger in motor vehicle accident. The autopsy-determined cause of death was traumatic injury. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain , bleeding and migration concerning the injuries reported in this case, the following one was reported via medical records: device expulsion quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: the coding request event is not on this case. There is no "source: autopsy results; rep = blunt force injuries of head and extremities; oth = traumatic injury; [split query] [multiple localisations] record as separate entries 1. Blunt force injuries of head and 2. Blunt force injuries of extremities as they cannot be captured as one concept in meddra.". No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('the coil fell out') in a 23-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included endometriosis. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz 24+4). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, anxiety, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia and depression outcome was unknown and the pelvic pain was resolving. The patient died on (B)(6) 2018 and the reported cause of death was passenger in motor vehicle accident. The autopsy-determined cause of death was traumatic injury. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain , bleeding and migration concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Lot number: 880422 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('the coil fell out') in a (B)(6) female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included endometriosis. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz 24+4). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). On 30-apr-2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device expulsion, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain , bleeding and migration concerning the injuries reported in this case, the following one was reported via medical records: device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome updated for pain, bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("the coil fell out") in a 23-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included endometriosis. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaid's, paracetamol (acetaminophen), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device expulsion, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events - depression and she did not undergo an essure confirmation test were added. Outcome of event pelvic pain updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.